Event description:
It was reported to boston scientific corporation that during a pelvic floor repair procedure using a pinnacle pfr kit, the dilator bunched up when they were placing the mesh leg through the sacrospinous ligament. When they pulled on the suture, the needle detached. Since the bullet was not caught inside the capio device, an x-ray was taken, which showed that the bullet was not lost inside the pt. The procedure was completed using a free-standing suture, with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The complainant indicated that the mesh was implanted and the device suture was disposed and will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.